Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the ventilator graphic user interface (gui) lower display became pink. There is no information regarding patient involvement. Additional information has been requested.